Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for hyperglycemia. The blood glucose result was 600 mg/dl on an unknown device. The doctor tried to deliver a corrective bolus of 10 units from the infusion device, but it didn't work so the hospital treated the patient with traditional insulin therapy. The patient was currently in the hospital. The infusion device was requested to be returned for product evaluation.